Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was undergoing a procedure to receive an implantable neurostimulator (ins). The patient reported that during a replacement, 4.5 hours later, they were in surgery for 4 hours and they couldn¿t place a new implant and that a new health care physician (hcp) was going to place a new one. The patient reported they were scheduled for a replacement in the future and they couldn¿t wait because it was a ¿godsend.¿ there were no further complications reported.